Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information: b.3, d.1, d.4, g.5, h.4, h.6.

Event description:
Healthcare professional reports right side rupture. Device remains implanted.

Manufacturer narrative:
Additional information: b.5, d.7, g.1, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event and device information has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. Device remains implanted.